Manufacturer narrative:
(B)(4).

Event description:
The pt had a seizure attack on his left side in his scapula and down his arm. The stimulator was turned off. The pt had soreness on his left side due to the seizure and after turning the device off, the pain stopped but started up again that evening. The pt was anxious and in a "statue-like" state from the parkinson's medication. He was also vomiting from the new pain medication he was given. The outcome is unk. Further information is being requested at this time.